Manufacturer narrative:
(B)(4) date sent: 1/7/2026 d4: batch #unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Hemostatic material. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. A manufacturing record evaluation was performed for the finished device gcfrgg with lot number 341c08; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that there was oozing after firing the device when both staple line and cut line were complete. Hemostasis by application of hemostatic material was performed. There were no adverse consequences to the patient. No additional information could be provided.